Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, all the three handles were able to fire one single time only. The second time the surgeon would try to fire them, the handles become impossible to be fired. During the second firing of these three devices, it was noted that the surgeon was able to press the green button but could not squeeze the handle. The surgeon used another handle and reload to complete the case. There was no patient injury.